Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the item could not be issued due to a validation code prompt. A technical support specialist confirmed that medbank was still synchronizing, which prevented rxverify submission. The tss coordinated with the pharmacist and nurse to obtain the required validation code. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the nurse was unable to issue medication because the system was requesting a validation code. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.